Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the outflow graft was prepped as usual using cryo and thrombin, and tested prior to implant of the lvad using the saline wash. The pt was weaned off of the bypass and for approximately 30 minutes there was no bleeding, then significant bleeding was noted under the bend relief of the outflow graft. Fibrin sealant was applied at the graft connection; however, the bleeding continued. The surgeon clamped the bend relief to create a tamponade effect and cosseal and tisseal were applied to the outflow graft, and the bleeding slowed down. Pt received massive blood product resuscitation for over 5 hours in the or, and continued with product resuscitation over night. It was later reported that the pt had coagulopathy with non functional platelets and expired two weeks later from multisystem organ failure.

Manufacturer narrative:
The pump was not explanted from the pt after his death. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.